Event description:
"The armrest are cracking and the wheelchair wobbles when the end user is in it."

Manufacturer narrative:
It was reported that "the armrest are cracking and the wheelchair wobbles". It was reported that the user has "bruising on his arms from using the wheelchair and is going to a doctor tomorrow as he is experiencing pain on other areas of his body from sitting in the wheelchair". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.